Event description:
It was reported that right ventricular (rv) and svc coil impedances along with the low voltage (lv) lead impedance had increased. It was also reported that there was fracture on the rv lead proximal to the suture sleeve. A bend at the distal end of the sleeve was noted. The rv lead was extracted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.